Manufacturer narrative:
(B)(6). (B)(4).

Event description:
It was reported that t2 implant would not deploy from the ultra fast-fix curved device. T1 was removed successfully and without incident. A backup was used to complete the procedure. No patient injury was reported. A short delay of less than 30 minutes was reported.

Manufacturer narrative:
Device investigation narrative: one curved ultra fast-fix assembly was returned for evaluation. Visual assessment showed the t1 is free from the needle. The needle is bent and twisted. This condition would prevent t2 from deploying. Per the device under warnings ¿do not bend delivery needle¿. Further investigation is not warranted at this time. Device returned for evaluation. Device evaluated by the manufacturer. Evaluation codes updated. (B)(4).